Manufacturer narrative:
An investigation has been initiated to determine the cause of the failure.

Event description:
The vitrectomy cutter tip broke in the patient's eye during surgery. The tip was removed with no injury to the patient.